Manufacturer narrative:
The customer's report was observed and attributed to a faulty transistor on the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.